Event description:
The user facility reported that water was leaking from their reliance synergy washer. The amount of water was estimated to be 20 gallons. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the dryer piston was broken. The technician repaired the unit, ran a test cycle and confirmed it to be operating properly.